Event description:
Medwatch report #mw5153105 states: during the cardiomems insertion procedure, the steelcore 18 wire was inserted into the left pulmonary artery. Once inserted it was noted that the wire had fractured. At the end of the procedure the wire was removed and noted to be fractured, but intact. No wire was left behind in the body. Product information listed below.

Manufacturer narrative:
Attachment medwatch report #mw5153105. The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment nonconformities. The electronic lot history record (elhr) revealed no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire was used in the pulmonary artery. It should be noted that the hi-torque guide wires instructions for use (IFU) states: ¿all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta).¿ in this case, it is unlikely the deviation contributed to the reported issue. The investigation was unable to determine a conclusive cause for the reported break. Factors that may contribute to a guide wire break during use include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, excessive force, device support, or inadvertent mishandling. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.